Event description:
It was reported that during a breast biopsy the devices were not taking samples. The procedure was completed with another device. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The second device was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state." It was found that the stylet was in the ready (primed) position. However, the cannula was not primed/retracted. As a result, the stylet was retracted inside the cannula and could not be seen. Loose particles could not be heard within the device. There were no visual anomalies noted on the sample. The firing trigger was pressed and the needle did not advance. An attempt was made to twist the rotational knob once and he device could not be primed or fired due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub including the tank were found to be broken. The investigation confirmed for a break, as the cannula hubs were found to be broken on this device. The investigation is inconclusive for failure to obtain samples as the device could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.